Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4). Product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the extension found no significant anomalies.

Event description:
It was reported that while positioning the lead into the extension, there was difficulty fitting the lead into the connection block of the extension. It was noted the extension opening was too small. The extension was replaced and everything fit. No patient injury was reported. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).